Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit was programmed with correct time and date. Unit was monitored for 3 days with a 1.0 u/hr. Several bolus were programmed and delivered. All bolus and basal profiles delivered their indicated amounts. All bolus and basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No unexpected bolus / basal history anomalies were noted. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window.

Event description:
It was reported that the customer's insulin pump was not tracking the boluses or blood sugars. The insulin pump also failed the displacement test. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.